Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had high blood glucose starting early (B)(6). Customer has only been using the insulin pump for basal rates and has been giving manual injections lately because boluses are not effectively treating the high blood glucose. Customer has gotten 2 no delivery alarms in the past 2 months. Customer stated that they were changing out sets daily and when they would change it, her blood glucose came down. Customer's blood glucose was 314 mg/dl at the time of the incident. Customer has contacted her health care professional for her high blood glucose. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change. Customer reported having a high blood glucose up to 600 mg/dl, which was treated by an injection.